Manufacturer narrative:
(B)(4). Concomitant medical products: 00631005032 liner 10 degree elevated rim 22 mm 60039604, item #: unknown unknown stem lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital due to policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05201 liner.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient dislocated and was revised the following day. The head and liner were revised. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs identified right total hip arthroplasty with superior dislocation of the right femoral head. Multiple hyperdense foci within the joint space could represent loose bodies although evidence of metallosis cannot be excluded. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.